Manufacturer narrative:
The subject device was returned for device investigation, and the reported event was confirmed. Based on the results of the investigation, it was found that the due to corrosion on plug unit, b30 (scope communication error (err) occurs. The most probable cause of the event is component failure, indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during reprocessing, the bronchovideoscope displayed an error b30 (scope communication error). There were no reports of patient involvement.